Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to fsr damage by moisture. Unable to verify a33 alarms due to motor error alarms. The electronic and motor assemblies received with excessive moisture traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. The customer stated the rewind message occurred after an alarm/alert. The customer stated that the drive support appears normal. The customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.